Event description:
A nurse reported tobaxter that leakage was found from the tubing of the transfer set. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample was visually inspected and evaluated. This complaint was confirmed in the lab for tubing leakage due to a cut/hole in the tubing (1.5 inches from the base of the white twist sleeve when closed). The root cause was undetermined. A batch review was not performed due to the lot number being unknown. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.